Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. No lot # provided. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A device history review could not be conducted as the complaint incident lot number was not available at the time of this evaluation.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg were sometimes yielding weird results when run over time on sysmex machines.